Manufacturer narrative:
Title effects of barbed suture during robot-assisted radical prostatectomy on postoperative tissue damage and longitudinal changes in lower urinary tract outcome source surg endosc, volume 32, 2018 (145¿153) date of publication: 22 june 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed july 2013 and november 2014, the objective of the study was to compare the postoperative tissue damage and longitudinal changes in functional and patient-reported outcomes after vesicourethral anastomosis with barbed suture and non-barbed suture in robot-assisted laparoscopic radical prostatectomy (rarp). The study included a total of 88 patients, and 50 patients had rarp procedures with barbed suture. Post operatively, it was reported that the barbed suture group had significantly more cases of urinary incontinence than the non-barbed suture group. Further, the study reports that, after rarp, barbed suture induced more severe tissue damage as determined by MRI and greater transient aggravation of qol (quality of life) and continence function. The study concludes damage to the urethra and periurethral tissue associated with the barbed sutures may explain the transient aggravation in qol and continence function after rarp.